Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Tandem technical support informed the customer in regards to the possible causes of inaccurate fill estimates and the customer acknowledged that air may have been introduced into the cartridge. The customer's blood glucose level was 90mg/dl.